Event description:
It was reported that the 9900 system had a physicist discrepancy of dose rate too low and the collimator needs alignment. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was aligned and calibrated during the service call. The system was tested and found to be working as intended and put back into service.